Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating his insulin pump alarmed failed battery test. When he puts in a new battery, he keeps getting the same alarm. Customer's blood glucose is 95 mg/dl. Customer was advised if the alarm is not cleared it will recur every time. The alarm was cleared. The battery cap, contacts, and spring are not damaged. Customer was instructed to clean the contacts with alcohol and insert a fresh battery. There was no more failed battery test. A replacement battery cap was sent. Customer was advised to monitor the device. Nothing further reported.